Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop event associated with a total loss of power can be confirmed based on the information recorded in the provided log file. The information contained in the log file revealed that the system maintained the set speed with no interruptions from the time stamp of day 367, 4 hours and 10 minutes to day 376, 12 hours and 42 minutes when a complete loss of power was recorded. The associated voltage levels indicated that the system controller was connected to a power module prior to the power loss and after the power was restored it was connected to 14v batteries. The remaining data captured in the log file (3 days, 9 hours and 56 minutes) revealed the system operated at the set speed and there were multiple low voltage alarms while connected to batteries. A specific root cause for the alarms/events recorded in the log file was not able to be determined. The system controller serial number epc-43894 was not available for evaluation. Per the additional information there was no equipment exchanged and there were no further events reported. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or quality assurance specifications. Patient handbook rev.d and operating manual rev. F covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in operating manual rev. F. The patient handbook heart mate ii patient handbook (rev. D) provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The patient handbook also contains an emergency response checklist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarms resolved. No intervention was performed, no equipment was exchanged, and the patient remained stable with no further issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-05504. It was reported that the presented to the emergency department with hemoptysis for several days. Low flow with several low voltage advisories were noted upon interrogation. Log file analysis captured a pump stop/low speed/low flow events due to a total loss of power to the controller which reset the internal clock back to zero. It appeared that this issues occurred while the patient was switching power sources and disconnected both power leads. It was noted that the epc controller did not have a backup battery so any loss of power to the controller caused the pump to stop. There were long odd strings of odd voltages while using the battery power noted as well.